Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, a new device was implanted and the existing right ventricular (rv) lead was connected, however, diminished r-waves were noted. The physician elected to replace the pace/sense portion of the lead with a new lead. Upon connection of the new lead, a device setscrew issue was observed. The physician reconnected the lead and the device and both leads remain in use. No patient complications have been reported as a result of this event.